Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in longevity was observed on the device. Technical support was contacted and premature battery depletion was expected. Device explant was anticipated. The patient was in stable condition and there were no adverse consequences.